Event description:
This is a spontaneous case report received via regulatory authority (case# (B)(4)) in united states on (B)(6) 2015 from a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009 for sterilization. In 2011, consumer had to have surgery to remove her right essure device and fallopian tube. The device was lodged in her womb and therefore she had to have a repair to her womb. She felt better for some time but, since 2011, her health had progressively gone downhill. Consumer reported heavy and prolonged periods including large clots, severe pain in lower stomach and back and weight gain. She was submitted to further tests carried out in hospital which had confirmed her left device had moved to the right side of her body. She is currently awaiting her second surgery due to essure and is in daily pain. Result and assessment of the product technical complaint investigation received on (B)(4) 2015: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Ptc global number is (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately to 2 years later was submitted to a surgery to remove right essure device, because it was lodged in her womb. Later, she was submitted to further tests, which showed left device had moved to the right side of her body. The reported events, regarded as right device embedment (partial uterine perforation) and left device migration, were considered serious due to medical importance and are listed according to essure's reference safety information. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the abdominal cavity as it perforates the whole uterine wall. In this particular case, although the exact mechanism of the reported events is unknown; given their nature a causal relationship with the suspect insert cannot be excluded. This case was considered an incident, since surgical essure removal was reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Correction done on 09-may-2016 based on information received on 11-may-2015 country of case was amended from united stated to (B)(6). The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 10-may-2016 for the following meddra preferred terms: embedded device. The analysis in the global safety database revealed (B)(4) cases. Device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately to 2 years later was submitted to a surgery to remove right essure device, because it was lodged in her womb. Later, she was submitted to further tests, which showed left device had moved to the right side of her body. The reported events, regarded as right device embedment (partial uterine perforation) and left device migration, were considered serious due to medical importance and are listed according to essure's reference safety information. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the abdominal cavity as it perforates the whole uterine wall. In this particular case, although the exact mechanism of the reported events is unknown; given their nature a causal relationship with the suspect insert cannot be excluded. This case was considered an incident, since surgical essure removal was reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information).

Manufacturer narrative:
Follow-up received on 11-may-2015: information received states that consumer had essure inserted on (B)(6) 2009. Correction done on 09-may-2016 based on information received on 11-may-2015 country of case was amended from united stated to (B)(6). Follow-up received on 12-may-2016 (B)(4). The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 13-may-2016 for the following meddra preferred terms: embedded device.the analysis in the global safety database revealed (B)(4) cases; device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately to 2 years later was submitted to a surgery to remove right essure device, because it was lodged in her womb. Later, she was submitted to further tests, which showed left device had moved to the right side of her body. The reported events, regarded as right device embedment (partial uterine perforation) and left device migration, were considered serious due to medical importance and are listed according to essure's reference safety information. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the abdominal cavity as it perforates the whole uterine wall. In this particular case, although the exact mechanism of the reported events is unknown; given their nature a causal relationship with the suspect insert cannot be excluded. This case was considered an incident, since surgical essure removal was reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information).